Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified no openings, 40 mm dark patch edge material inside device, crease fold, wear abrasion, deformation, and cloudiness was observed after autoclave disinfection process. Based on the device analysis the final assessment was no issues found related with the manufacturing process, and no openings observed in the device.

Event description:
Device has been explanted.